Event description:
Technical services received a call on 10/24/2011. Caller stated, lead polarity switch back in august. Doing routine testing today. Rv lead has switched, ac capture, noise seen on stored egm since lead switched to unipolar. Patient did not complain of symptoms. Caller asked how to test in bipolar in temporary mode. Technical services discussed how to test for capture in temporary mode, but then need to permanently program to run diagnostic tests for threshold, r wave amplitude and impedance. Caller called back on (B)(6) 2011 to report, that due to noise on rv lead in pacemaker dependent patient, lead was capped and replaced. Procedure was done by dr. (B)(6). No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).